Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that the channel-tube was crushed, the tube cleaning brush could not be inserted. Additionally, the evaluation revealed the following findings: connecting tube had coating peeling. (1mm2 or more); adhesive on bending section cover (a-rubber) had a chip; due to a dent on bending tube, bending angle in right/left direction exceeded the standard value; light guide lens had discoloration; connecting tube had a dent; indication on light guide connector was not clear/correct; control unit had discoloration; diopter ring has discoloration; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 preparation and inspection of the endoscope¿ as below. Inspection of the endoscope 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the cleaning brush could not be inserted while using the tracheal intubation fiberscope. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the connecting tube coating was found to be peeling. (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.